Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure (B)(4). The root cause of the reported condition was determined to be a loose speaker harness. The speaker harness was reconnected to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The baxter service technician reported a colleague infusion pump which failed to audibly alarm for failure code 550:320:844:0000 during device evaluation. There was no report of patient involvement, injury or medical intervention necessary. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. No further information is available.